Event description:
It was reported by service report that the weld was broken on the side rail post which prevented it to lock in the up position. There were also exposed sharp edges on the litter where the weld broke. No pt involvement or adverse consequences are reported.